Event description:
While repairing the medial meniscus (posterior), the hook end of the meniscal viper broke off and was behind meniscus in soft tissue. Rn states they were unaware that it had broken until after x-rays were obtained in recovery room. Attempted retrieval with suction without success. Follow up revealed the piece has not moved and is lodged in soft tissue. Surgeon expects piece to become encapsulated. Pt is doing well. This device is used for treatment.